Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had been sick and throwing up for a couple of days (was not discussed the reason of the sickness) and patient called her daughter to ask her to send him to the emergency room (ER) to get saline water. While brushing his teeth, he was no longer feeling well so he sat on his walker and his daughter noticed that his head fell back and his eyes rolled back. He already passed out. She then called for an ambulance and while waiting she looked at the receiver and it was no longer showing any readings and was only showing start new sensor and the fs was 199 mg/dl. They didn't know what was the last egv. They were only able to check the display device when the patient passed out. No medication was provided while waiting for the paramedics arrive. When the ambulance arrived, the patient was already conscious but they still rushed him to the hospital but no medications were provided by the paramedics. At the hospital, the patient was given zofran and fluid (saline water) and they are still continuously monitoring the patient. He is still not discharged because there is still a medical procedure that will be done to him on monday to check his esophagus since he has an infection somewhere that is still not clear what it is as per their doctor. He is feeling much better now as per his daughter. The reporter stated that because of sensor failure they had to call ambulance. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.